Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The ventilator interface board was replaced.

Event description:
The hospital reported that, during the preoperative checkout, the unit alarmed for expiratory reverse flow. There was no report of patient involvement.